Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. The patient was brought in for testing and a 1.1j synchronized shock was delivered which produced a shock impedance measurement of 109 ohms. The physician was satisfied with the impedance and will continue to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device was explanted and replaced due to normal battery depletion. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.